Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02761. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient experienced vaginal bleeding and infections after mesh implantation. The patient underwent mesh revision on (B)(6) 2006 and removal on (B)(6) 2011. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-06142 and medwatch 2210968-2012-02761. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele, pelvic organ prolapse and stress urinary incontinence. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.